Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump system with tubing clamp. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that, during a procedure, the scp displayed an error message, the flow rate could not be adjusted and the display indicated a pump speed of 0 even though the pump head was rotating. After changing the cross-clamp the flow returned to normal but the pump speed still could not be adjusted with the knob. The user elected to control the flow rate manually to complete the procedure. There was no report of patient injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that, during a procedure, the scp displayed an error message, the flow rate could not be adjusted and the display indicated a pump speed of 0 even though the pump head was rotating. After changing the cross-clamp the flow returned to normal but the pump speed still could not be adjusted with the knob. The user elected to control the flow rate manually to complete the procedure. There was no report of patient injury.